Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a leak. It was reported that during device prep, the flush port cracked when the stopcock was placed causing a leak. The steerable guide catheter (sgc) was replaced, and the procedure was completed successfully. There was no clinically significant delay in the procedure and no patient involvement. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported flush port break appears to be related to user related circumstances associated with the way the stopcock was connected to the flush port, resulting in the broken flush port and leak. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.